Manufacturer narrative:
Approximate age of device - 6 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted with infection and high ldh. No further information was provided.

Manufacturer narrative:
Section d4: additional information section h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the log file provided by the account confirmed low flow hazard alarms as well as elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained data from (B)(6) 2019 till (B)(6) 2019. A total of 57 low flow hazard alarms were captured between (B)(6) 2019 and (B)(6) 2019 when the estimated flow dropped below the threshold of 2.5 lpm. These events did not appear to be associated with elevations in pump power or pi events. Several transient elevations in pump power and estimated flow were observed on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. These elevations ranged from 8.5-10.8 watts and 8.4-11 lpm, respectively and appeared to be associated with pi events. Despite the observed alarms and parameter fluctuations, the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Multiple attempts were sent to the vad coordinator to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2019 when the patient ultimately expired (reported under MFR #2916596-2019-03349). The hmii lvas IFU lists infection and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. The IFU also provides information regarding the recommended anticoagulation therapy and inr range. Additionally, the hmii IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In reference to pump power, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition.